Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected 3ml (1.5ml each side) of uvéderm® volux¿ into jw1, jw2, jw3, and mandibular area. Six days later, the patient reported ¿discomfort, warmth, and a feeling of fullness,¿ noting a case of ¿inflammation¿ in the lower third. The patient was prescribed amoxicillin clavulanic 875 orally every 8 hours, prednisone 60 mg per day orally, urbason intramuscular, and aines (non-steroidal anti-inflammatory). The symptoms are ongoing.